Event description:
It was reported that during surgery the handpiece got hot and the battery connection was found melted inside the handpiece. A thirty minute delay was reported. No injury was reported.